Manufacturer narrative:
UDI #: (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a patient experienced visual disturbance after implantation of a model zkb00 intraocular lens (iol). The lens was explanted approximately seven (7) months post implant. At explant there was no incision enlargement or vitrectomy required. The lens was replaced with a model ar40e iol. There was no patient injury reported.

Manufacturer narrative:
Device evaluation: visual inspection revealed that the lens was damaged and incomplete, most probably to make explant possible. Considering the condition of the lens additional analysis was not possible. Manufacturing record review for the production order (po) revealed that this serial number lens was manufactured according to specification. There is no associated deviation or non-conformity report found during the manufacturing record review for this complaint. The evaluation of the manufacturing process record did not reveal any discrepancies related to this complaint. During the manufacturing record review for this serial number, no assignable causes for the reported event were identified. A review of the complaint database did not indicate a product quality issue. The direction for use (dfu) adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. There is no indication of a product quality deficiency. Based on the investigation, the complaint cannot be confirmed. All pertinent information available to abbott medical optics has been submitted.